Event description:
During hansson pin surgery, the surgeon opened the outer package of the pin, and found that the blister pack was deformed. The surgeon felt that the sterility may have been compromised. He changed the pin to a new pin of the same size.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.